Manufacturer narrative:
Corrected the patient and device tab after additional information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention may take place to resolve discomfort at the ipg site.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for an ipg replacement. The reason for the surgery was not given.

Event description:
Related manufacturer reference number: 1627487-2020-00133. Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and tails of the paddle lead were cut, but the paddle remains implanted in the patient.